Event description:
A response to request for further information was received with no questions answered, only settings provided, no diagnostics were provided for explanted device. Noted "battery: shows battery may be out as of 8/2022. Implanted in 2013." The explant facility has indicated that the explanted device was never received into pathology. The device was likely discarded. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was experiencing increased seizures due to battery being at eos per clinic notes. Implant card was received patient had a battery replacement with reason marked as prophylactic replacement, indicating that patient's battery would not have been at eos. Pre- op diagnostics were received. The explanted device has not been received to date. No other relevant information has been received to date.